Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article identifying abbott right ventricular leads that cause rv perforations. The lead perforations were detected by loss of capture, high capture thresholds, and lead dislodgement. Patient symptoms varied from being asymptomatic to severe symptoms such as chest pain, phrenic nerve stimulation, and dyspnea. One patient developed cardiac tamponade and needed urgent pericardiocentesis. All leads were successfully extracted.